Manufacturer narrative:
Investigation summary: two photos showing a 10ml syringe (material 302995) and a blisterpak from batch 1082947 were received and evaluated. The syringe was capped outside of canaan's manufacturing process and was filled with an unknown liquid. Near the 8ml grad line a piece of foreign matter was present in the fluid path. The foreign matter appeared to be a piece of wood. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 1082947 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the foreign matter defect is associated with the assembly process. The aql for foreign matter is 0.65%. The defective rate identified is 1 out of 504,000 which is 0.0002%. No corrective actions are necessary based on the defective rate identified. Batch #1082947 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter in fluid path. The following information was provided by the initial reporter: while drawing up the methohexital syringes a wood splinter appeared. We didn't think it was from the vial as the remaining solution was clear and I doubt that would pass thru the syringe needle. We are thinking it was in the 10ml syringe and that those could be compromised.